Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The pod was received deployed with the formed needle visible in the exposed portion of the soft cannula. Opening the pod allowed the formed needle to fully retract into the pod housing. The download data showed that a rotational sensor malfunction occurred in the data, resulting in first prime ending earlier than expected at 38 pulses. Though first prime ended early, the firing flat was lined up with the release bar at the end of second prime, allowing the needle mechanism to deploy. Inspection of the soft cannula found it to be torn, measuring to be out of specification at 0.839 in. In length. It could not be determined when this damage occurred. Inspection of the internal components found score marks on the underside of the top housing, indicating that the linkage assembly was misaligned with the top housing. The misalignment resulted in linkage assembly contacting the top housing, contributing to the exposed needle. It could not be conclusively determined if the misaligned linkage assembly prevented the cannula from deploying as reported as the pod was received deployed. Inspection of the drive mechanism components found evidence of damage on the commutator cap. It could not be determined if this damage contributed to the rotational sensor malfunction observed.